Event description:
Caller reported testing with the free style and receiving 299 mg/dl. (Caller is caregiver for patient.) Patient felt low and paramedics were called. A reading of 28mg/dl was received by paramedics. A second freestyle test had results of 63 mg/dl. Time between tests was not captured. Type of comparison device and site of testing was not reported.